Manufacturer narrative:
The account replaced the mattress ticking cover to resolve the issue.

Event description:
The account alleged that the mattress ticking cover is too tacky, making it difficult to position the pts in bed. No injury reported.